Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. In the evaluation, oekg also found that the following. - the glue of the bending section rubber was porous. - the forceps elevator was not moved without manipulation of forceps elevator lever on the control section. - the movement of the elevator was smooth. - there was no sharp edge on the distal cover. - there was no significant gap between cap and distal body. Omsc reviewed the device history record (DHR) of the subject devices and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. (1) mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. (2) if the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. In addition, based upon the CAPA, omsc considered that the reported phenomenon may occur, even if the suction operation during withdrawn is not performed and the distal end cover is not cracked, if the endoscope is withdrawn immediately after the suction operation is stopped. Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that there were small fragments of mucosa under the distal cover. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.